Manufacturer narrative:
Device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.

Event description:
Received a letter alleging the customer fell forward out of their powerchair; the customer sustained a fractured leg.